Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: thrombus and dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the xience v 3.5 x 23 mm was implanted and when the pt was removed from the cath lab table the pt began having chest pain. An electro-cardiogram was performed and indicated changes which required an investigation. An angiography was performed which revealed a dissection with thrombus. This was treated with percutaneous coronary intervention. No add'l event or pt info is available.

Manufacturer narrative:
.